Manufacturer narrative:
Consumer has not returned the product.

Event description:
Received a letter from an attorney's office alleging his client received burns from a heating pad.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Received a letter from an attorney's office alleging his client received burns from a heating pad.